Event description:
Pt underwent left hip total arthroplasty. Post-operatively, the pt has had increasing hip pain. In five months later, physician was notified that the lot number implanted was among those recalled by the co for concerns that mfg residue left on the socket may cause advsere reactions including hip pain and the potential for hip failure. Pt may require revision of arthroplasty.